Event description:
Report received from the USA stating that there was a "hole on the outside of the hose" of the device. The device was not used in surgery. There were no injuries or medical intervention reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and met manufacturing specifications. The event was not confirmed. If additional information is received, a supplemental report will be sent.